Manufacturer narrative:
The manufacture's field service engineer (fse) was dispatched to the site. Fse indicated that the customer reported that the ventilator has multiple error code messages. Fse performed external and internal visual inspection on the unit, fse checked for loose wires, tubing and everything was connected. Fse attached the patient circuit with test lung, powered the ventilator on and customer reported problem cannot be duplicated. Fse retrieved the diagnostic log (drpta) and verified multiple codes were found in diagnostic log indicating of failure of loss of communication from the data acquisition (da) to motor controller (mc) cable. The fse replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has an error code message of pressure regulation high. The customer reported there was no patient involvement.